Event description:
Complainant alleged that while attempting to pace a pt (age and gender unknown) after a post shock asystole, the clinicians felt that the device was not delivering energy due to the lack of visible twitching. The pt was albe to be revived, but "expired a few days later". The device was not returned to zoll, but was instead evaluated by a third party biomedical company, who were unable to duplicate the customer complaint. The device passed the six-month checkout procedure and was returned to the customer.